Event description:
The customer reported: "we placed an infant on a 1/4 roller circuit on friday (B)(6) 2013. It was running fine for approximately 20 minutes when we suddenly noticed a collapsed better bladder, pump stopped and then suddenly there was air in the oxygenator and then through the tubing. It was a significant amount. We checked all access points into the circuit and found no faults, cracks etc. We changed out the quadrox (oxygenator) and the problem rectified." No patient injury was reported.

Manufacturer narrative:
The customer has indicated that they intend to return the device for evaluation. A follow-up report will be submitted if additional information is received.